Event description:
A lawsuit alleged that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages" due to the implanted lead. Patient's wife later reported patient had died and she was concerned that patient had a recalled device and "device didn't shock him." She stated the walls of his heart were weak and he was on alot of different medications. He had his device checked regularly and it had never "gone off." There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.